Event description:
It was reported that usb cable became damaged so pump could not be charged. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.